Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenal papilla during a common bile duct lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when they tried to extend the catheter of the device, the proximal side of the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was detached. Additionally, the working length was cut 17cm from the handle, and the cutting wire was kinked and out of the working length. The device was observed under magnification and the cutting wire was blackened, and the cut of the cutting wire and working length was not smooth. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event was confirmed. Upon analysis, it was found that the cutting wire was detached and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device and complaint information, the break in the cutting wire could have been caused during the procedure while advancing into the endoscope if there was contact between the cutting wire and the endoscope during energization. In addition, the working length was cut, and the cutting wire was kinked and out of the working length. This was likely done during the extraction of the device from the endoscope due to the condition of the cutting wire, which can cause difficulty removing the device and damage to the endoscope. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: correction - block b1 (adverse event/product problem): corrected from adverse event to product problem.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenal papilla during a common bile duct lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when they tried to extend the catheter of the device, the proximal side of the cutting wire broke. Reportedly, no part of the device was deached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.